Manufacturer narrative:
A tha revision surgery was performed due to infection. The available x-ray clearly shows signs of bone alteration and remodeling, particularly in the trochanteric region and the acetabulum, which can be interpreted as indicators of infection. Infection is a recognized potential complication following any surgical procedure, including tha. At present, there is no evidence to suggest that the implanted devices are the cause. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision surgery due to infection at about 6 years from primary. No further info are available.